Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose which resulted in the medical intervention of emergency medical services transporting the customer to the emergency room. Blood glucose reading at the time of event was 53 mg/dl. Customer is reporting a discrepancy between sg and bg which is not within range after fewer than 4 days of wear. Low blood glucose was treated with food. It was reported that the customer has taken bolus. Troubleshooting was completed. The pump was worn during a test/near an MRI and/or exposed to a strong magnet while in the emergency room. Displacement test was completed and the pump passed. Pump was used within 48 hours prior to reported event. Smartguard was used. Customer had continued using same sensor after the event with no more problems since then. Sensor is not returning for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Patient information cannot be provided due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.